Event description:
It was later reported that the revision was scheduled for (B)(6) 2013. The patient was stable and the revision was not felt to be urgent by the managing physician. The catheter was patent per the dye study and the patient was receiving drug, just suboptimal location of the catheter tip. The plan was to completely replace the catheter. It was later reported that the catheter was revised. The spinal portion of the catheter was replaced and positioned under fluoro into the thoracic canal from the sacral canal then spliced to the remaining portion of the catheter that was connected to the pump. When the catheter was cut to remove the portion that was intrathecal, cerebrospinal fluid (csf) flowed freely from the catheter. It was felt that the patient was receiving the drug but the managing physician preferred that the tip be in the thoracic spine rather than the sacral canal. The patient has received benefit from the therapy all along but the managing physician thought that it may be optimized with better placement. The patient was doing well at the time of the report.

Event description:
It was reported that the patient experienced less than 50% therapy relief. The patient had several dose increases; however, the patient had lessened response to increase. The increases took place over months and there was no acute event. A dye study was performed to ensure there were no fractures or integrity problems with the catheter. It was discovered that the catheter was in the lower lumbar spine and not the thoracic spine. The anchor and connections were intact. The patient was referred to a neurosurgeon for catheter replacement for relocation of the catheter tip. The device system delivered lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8 709sc, serial# (B)(4), product type catheter. (B)(4).